Event description:
The patient contacted lifescan and alleged the one touch ultrasmart was reading inaccurately high. The readings were 134 mg/dl, 136 mg/dl compared to a lab result within 10 minutes of 103 mg/dl. (Does not meet lifescan criteria for accuracy) no medical attention was sought. The customer care representative performed troubleshooting and twice the control solution test did not pass. Based on this information the event is reported as a product malfunction. The meter, test strips and control solution were replaced.